Event description:
The customer reported that the unit of measurement setting of their freestyle flash meter had changed. Product investigation on the returned meter confirmed that the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury nor mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.